Manufacturer narrative:
Additional information one (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: one (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product was received with other products in a box. They were received loose within package and individual product components could not be associated with their corresponding lot numbers, complaint events, or complaint files. Product evaluation could not be performed. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified.

Manufacturer narrative:
Correction: in the initial report the lot numbers of the devices and quantity were inadvertently not included. Below is the list of lot numbers for the 4 events reported: unknown (x2) 22751514, 20644671.

Event description:
This report summarizes 4 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
One investigation was completed during the reporting period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) was performed and showed that the device and its components met all specifications prior to being released. No product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.